Manufacturer narrative:
Testing of actual device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found there to be a significant amount of saline was discovered through the unit. No pcbs were corroded or damaged. All evidence of saline was cleaned and removed. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during repair performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) unit had some saline infiltration through the unit's console (battery bays, pim, console chassis and hospital cart). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
B4, e1- (site country), h6 (type of investigation, investigation finding, investigation conclusions). Additional reporter name- (B)(6).